Manufacturer narrative:
The cartridge was not available for investigation. The cartridge lot number was not provided; therefore a DHR could not be performed. Visual inspection of a photo provided confirmed a broken arterial connector. Without the actual sample, a root cause cannot be determined.

Event description:
A report was received of the arterial luer tip breaking in the patient's central venous catheter connection. The piece was removed from the catheter using sterile technique. There were no adverse effects to the patient.